Event description:
Midline catheter 18 gauge cut to 32 cm per protocol via lcf, basilic vein. Catheter threaded easily with good blood return. Flushed with 0.9% nacl 100cc. Pt complained of flushing, low back pain. Pt was anxious, tense, and face was red. Symptoms lasted only a few minutes.